Event description:
It was reported via clinical study that patient underwent partial knee arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2011, due to pain. The tibial tray, tibial bearing, and femoral stem were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number twenty states, "persistent pain". This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-00540 / 00542).